Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. It reported that the customer had low blood glucose and was unconscious. Customer was transported to emergency room on (B)(6) 2022. Customer was admitted to intensive care unit and death was reported on (B)(6) 2022. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section b1, b2, b5 and h1 with this report.

Event description:
It was reported that the customer was found unconscious that required emergency medical assistance customer was taken to the emergency room on (B)(6) 2022, admitted to the intensive care unit, but died that same day of hypoglycemia.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4). No over delivery anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damaged noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 16-dec-2022 listed on smartsolve and the days prior to the event date. 12/10/2022 dailytotalofallinsulindelivered: 225250 (22.525 u) 12/11/2022 dailytotalofallinsulindelivered: 217500 (21.75 u) 12/12/2022 dailytotalofallinsulindelivered: 353750 (35.375 u) 12/13/2022 dailytotalofallinsulindelivered: 241750 (24.175 u) 12/14/2022 dailytotalofallinsulindelivered: 266500 (26.65 u) 12/15/2022 dailytotalofallinsulindelivered: 1348500 (134.85 u) 12/16/2022 dailytotalofallinsulindelivered: 624000 (62.4 u) please see below for the customer's daily total of all insulin delivered surrounding the date of death per customer's notes 12/23/2022 and the days prior to that date. 12/17/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/18/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/19/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/20/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/21/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/22/2022 dailytotalofallinsulindelivered: 0 (0 u) 12/23/2022 dailytotalofallinsulindelivered: 0 (0 u) there were no boluses listed on the event date 16-dec-2022 or on 23-dec-2022 in the pump history file. Per freger, mark ¿ r&d engineer: the customer programmed the 35.0 unit basal from the trace file. Below is the time stamp for the max basal rate change listed in the pump history file. 12/14/2022 01:27:26.000 maxbasalratechange (88) eventtype = 88 sourceid = 128 historyrecordlength = 19 systemtime = 12/14/2022 01:27:26.000 oldmaxbasalrate: 40000 (4 u/hr) newmaxbasalrate: 350000 (35 u/hr) the pump passed the functional testing. Unable to confirm alleged hypoglycemia. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.